Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex tracheobronchial distal release stent was used to treat an approximately 2cm lesion, located 5cm above the carina and approximately 5cm below the vocal cords, during a bronchoscopy procedure performed on (B)(6), 2017. Reportedly, the patient¿s anatomy was tortuous and had been previously dilated to 12mm twice in the last 6 months. The patient had a shortened neck musculature and the neck was not able to be straightened for normal jaw thrust. According to the complainant, during the procedure, the physician felt a lot of resistance when deploying the stent. The physician was able to deploy the stent; however, during the removal of the delivery system, it got caught up briefly at the distal end of the stent. The stent slipped distally and the physician grabbed the stent suture using pulmonary forceps to reposition the stent, however, the stent wire started to unravel. The physician removed the stent from the patient by grabbing more of the proximal end of the stent and completed the procedure with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.